Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. An investigation of the manufacturing records will be conducted and results will be provided with the follow-up report.

Event description:
It is reported this event occurred in the interventional radiology department. The insertion site was the arm. During the declot procedure, the physician went to use the device again and noticed the tip was misssing. He then used a new device to complete the procedure successfully. No x-ray was taken to check for retained fragment. There was no reported delay in treatment. There is no reported patient injury, complication, or death.